Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be sbumitted accordingly.

Event description:
It was reported that the pt underwent a sling procedure and experienced an unknown "serious complication". No additional info has been provided.